Event description:
Customer's daughter reported that due to her father's freestyle flash meter's battery drainage issue, he has been unable to test and experienced hypoglycemia and passed out. The paramedics were called and he was treated on the scene with "fluids' (exact treatment unknown). He was not transported to a hosp and no diagnosis was given. There was no report of death or permanent impairment associates with this event.

Manufacturer narrative:
The product has been requested for investigation and a follow-up report will be submitted once results are available.